Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced weakness in the middle of his spine and down both legs. Patient is to follow-up with physician as the next course of action.